Manufacturer narrative:
Report of an explanted aortic bioprosthetic valve after nine (9) months of implant. The reason for explant has not been provided despite multiple follow ups with the healthcare provider. The explanted device was not provided for evaluation; therefore, the root cause of this event cannot be identified or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately nine (9) months ago, was explanted and replaced with another edwards bioprosthetic valve. Despite multiple follow up attempts with the healthcare provider, no additional details were provided regarding this event.